Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 25 mmol/l (450 mg/dl), while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (leg) due to perspiration, causing the cannula to dislodge. As treatment, the lg administered 1.5 units of insulin and a new pod was successfully applied. Additionally, lg reported their health care provider (hcp) advised them to administer half a unit of insulin to correct the ketones. Ketone measurements were not provided. The pod was discarded.